Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 6 years, 1 month underwent a valve-in-valve procedure due to severe mitral valve regurgitation. The patient presented with hypoxemic respiratory failure. The tmvr was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well and without immediate complications. She was transferred to the pacu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. The root cause of this event was determined to be due to patient related factors. The regurgitation in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.